Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help on reflash etco2 unit walk customer through steps on his asm software start the flash it fail with error incorrect files load in his profile on his asm customer will try to locate cd for guardrail point of care for version (B)(4) and call back for further jhelp get correct profile loaded and also help start the flash on the etco2 unit. Let customer know if he unable to locate cd please call back we can send him a copy of software no charge but will take 3 to 4 days to get to him. Customer thank me for my assist.